Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experienced high blood glucose levels and nausea for three months. The reported blood glucose reading was 326 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The insulin pump failed the high pressure test. Nothing further was reported.